Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead. The lead was found to have high impedance and oversensing with noise on bipolar electrograms. The lead was suspect of a fracture. The lead was reprogrammed until it could be revised. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.